Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Jejunem, closing the jj. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 3rd. If echelon, during which stroke did the event occur? Powered echelon. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near an existing staple line. Were any unexpected noises heard? If so, when? I was not in the case and no noises were reported. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. They were not able to remove the device from the tissue as the knife blade only traveled a few mms and then stalled. The reverse button was pushed but the knife blade did not return to home. The manual override was used but that also did not return the knife blade. The stapled was manipulated off the tissue manually. I was not in the room and the description of how they did it was not shared with me but it happened with both amp devices that are being returned. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? These were the only two events that happened. No patient consequence either. The analysis found that device (a) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that device (b) was returned in good visual condition and with an ecr60b partially fired. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. (B)(4): mfg date 01/09/2012; exp date 12/9/2016. Premature sled movement.

Event description:
It was reported that during a lap roux-en-y procedure, closing fire for the jejunojejunostomy anastomosis, the stapler locked out. The reverse knife blade button was used and did not return blade. The manual override level was used to open jaws. This happened with a second gun as well. A third gun was pulled to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? If echelon, during which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?